Manufacturer narrative:
Product was returned for evaluation. Manufacturer is invamex. The return fields in oracle state: walkers. Frame/structure, uneven/wobbly. Too much play in right side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the walker of having lateral play in the right side frame and that the right side frame was bent. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Did the device fail to meet specification? Yes.

Event description:
The dealer stated that the right side is very loose.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated that the right side is very loose.